Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse reviewed the system logs and confirmed that the second surgeon side console (ssc) was added to the system, which triggered the first set of errors. Fse informed the customer the findings and recommended not to add the ssc while the system was powered on. Fse also informed the customer disabling mtm would result in not being able to control the ssc until the system is restarted. Fse power cycled the system several with both ssc without triggering any errors. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 25724 and 40084 pointing to remote arm controller (rac) board on the surgeon side console (ssc). In addition, tse noted the ssc2 was connected late during the procedure, which generated errors. Per logs, it was noted that the customer disabled the master tool manipulator (mtm) on ssc2 and disabled the entire ssc2 subsequently. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted unknown general surgical procedure, one of the surgeon side consoles (ssc) was not responsive. The system was setup as a dual ssc procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted the ssc2 was connected late, and generated errors and the customer disabled the master tool manipulator (mtm). The tse recommended power cycling the system, but the customer was unable to troubleshoot at this time. The customer called back later and stated the system was accidentally power cycled and the errors returned. The customer disabled the affected ssc and continued with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter (clinical territory associate) and obtained addition information: the or staff disabled the affected ssc and continued the procedure with a single ssc. The procedure was completed robotically with no injury to the patient.